Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's keypad keys are intermittently unresponsive. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the observed issue with the device's keys. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker replaced the device's main keypad assembly and small keypad assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's keypad keys are intermittently unresponsive. As a result, defibrillation therapy may be delayed or unavailable, if needed.